Manufacturer narrative:
(B)(4). Evaluation summary: factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the voyager nc catheter used in the procedure may have aided in the evaluation. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was moderately calcified, which likely contributed to the reported rupture. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or patient anatomy, such that the balloon ruptured upon inflation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Event description:
It was reported that during pre-dilatation in the moderately calcified right coronary artery, the voyager nc balloon was inflated to 4 atmospheres and ruptured during the first inflation. Dilatation was completed using a non-abbott device and a non-abbott stent was deployed successfully. There was no adverse patient effect. No additional information has been provided.